Manufacturer narrative:
No further issues were seen by the customer after the service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that the field service representative had been working on the analyzer with relation to ion selective electrode (ise) tests. The customer then noted they were having issues with abnormal ise patient results. Ise sodium, ise potassium, ise chloride, and bicarbonate liquid (co2) test results were questioned for four patient samples. Of the questioned results, all four patient samples were found to have erroneous ise sodium results. The samples were repeated on a different c501 analyzer and the repeat results were believed to be correct. The first patient sample initially resulted as 150 mmol/l for ise sodium. The sample was repeated and resulted as 139 mmol/l. The second patient sample initially resulted as 154 mmol/l for ise sodium. The sample was repeated and resulted as 145 mmol/l. The third patient sample initially resulted as 159 mmol/l for ise sodium. The sample was repeated and resulted as 141 mmol/l. The fourth patient sample initially resulted as 150 mmol/l for ise sodium. The sample was repeated and resulted as 139 mmol/l. The initial erroneous ise sodium results were reported outside of the laboratory for all four patient samples. The customer stated that they were going to create amended reports. The patients were not adversely affected. The ise sodium electrode lot number and expiration date were asked for, but not provided. The field service representative (fsr) was unable to duplicate the issue. The customer replaced probes prior to his arrival. The fsr checked the cell rinse tubings and made adjustments. He performed multiple ise checks, verified ise operations, and ran precision studies. The customer ran calibrations and controls.

Manufacturer narrative:
The ise sodium electrode lot number was c01.